Event description:
It was reported that stent fracture occurred resulting in additional intervention. A 12 x 3.00mm promus elite mr drug eluting stent was advanced for treatment. However, when the stent was deployed, it was identified that the stent strut was fracture in the mid stent. The procedure was completed with an additional stent to cover the fractured stent. There were no patient complications reported.

Event description:
It was reported that stent fracture occurred resulting in additional intervention. A 12 x 3.00mm promus elite mr drug eluting stent was advanced for treatment. However, when the stent was deployed, it was identified that the stent strut was fracture in the mid stent. The procedure was completed with an additional stent to cover the fractured stent. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed located in the moderately tortuous and moderately calcified ostial right coronary artery. The lesion was pre-dilated with 2.5x15mm non boston scientific (bsc) balloon at 14 atmospheres. The stent was post-dilated with a 3.5x12 noncompliant (nc) non-boston scientific (bsc) balloon. The fracture was noted at this point on cine and intravascular ultrasound. The fractured stent was located in the mid, near the balloon marker. A 4.0x12 promus elite des was deployed over the fractured strut and post dilated with a 4.0x12 nc non-bsc balloon.

Manufacturer narrative:
Device evaluated by MFR.: (media review) the device was not returned for product analysis. However, the procedural media was received by the complaint investigation site. A review of the images provided could not identify the alleged stent fracture, however, a gap which could indicate strut displacement was noted in the mid stent region. The apparent strut displacement noted could have appeared to the physician as stent fracture, however, this was not the case as the displaced struts visible in the photo review most likely represent a conformation of the stent (allowed by the 4-connector proximal (first 2 rows) and 2 connector throughout and in the distal section design, to the vessel anatomy by considering the presence of calcific lesions (as per physician comments) and provide the required scaffolding without any straightening of the vessel. Additionally, the coplanar view from which we are seeing the stent could mislead to assume that there is a stent fracture when in fact what we are seeing is two strut connectors on the same plane on view (one behind the other), and this would be consistent with the stent image reviewed where struts are displaced in a v shape and connected in a central point. H3 other text : media

Event description:
It was reported that stent fracture occurred resulting in additional intervention. A 12 x 3.00mm promus elite mr drug eluting stent was advanced for treatment. However, when the stent was deployed, it was identified that the stent strut was fracture in the mid stent. The procedure was completed with an additional stent to cover the fractured stent. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed located in the moderately tortuous and moderately calcified ostial right coronary artery. The lesion was pre-dilated with 2.5x15mm non boston scientific (bsc) balloon at 14 atmospheres. The stent was post-dilated with a 3.5x12 noncompliant (nc) non-boston scientific (bsc) balloon. The fracture was noted at this point on cine and intravascular ultrasound. The fractured stent was located in the mid, near the balloon marker. A 4.0x12 promus elite des was deployed over the fractured strut and post dilated with a 4.0x12 nc non-bsc balloon.